Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced pain in the right groin and leg during ambulation and developed a hematoma. Treatment for the hematoma consisted of pressure applied to the site. Three days later the pt returned and had symptoms of severe pain in the right leg. An ultrasound was performed, which revealed a pseudoaneurysm at the site. Treatment consisted of surgical repair, and was successful with no further complications reported.